Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via an email a low reading issue with the adc device. The customer reported an unspecified low sensor reading, and stated that due to this they required treatment from ambulance personnel. No further information was provided and thus-far attempts to contact customer for further details have been unsuccessful. There was no report of death or permanent injury associated with this event. The customer additionally provided reading comparisons of 3.8 mmol/l and 2.9 mmol/l against adc meter results of 9.1 mmol/l and 9.3 mmol/l. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant.